Event description:
It was reported that the patient was not able to send in remote transmissions. Remote transmissions could be sent when an inductive transmitter was used. In clinic the device could not be interrogated normally through radio frequency. The device could be interrogated with the inductive transmitter. Radio frequency functionality was restored with a device download. Patient was stable.

Manufacturer narrative:
(B)(4).